Event description:
Temporary loss of capture was reported on this lead when it was removed from a competitors ICD. Capture was regained with a new device and this lead is functioning and actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.